Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, reported that the software was upgraded and the logs for this event were erased. The medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported event. No further relevant issues reported.

Event description:
A site representative reported that the navigation system became unresponsive on the "plan" page of the software. It was reported that the navigation system had been left on overnight in the software. The site rep attempted to exit the application but reported the mouse cursor would not move on the screen. The site representative then attempted a soft reboot of the system without resolution. The site representative then performed a hard reboot after which the site representative reported the navigation system was functioning normally. There was no patient present when this issue was identified.